Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The acetabular cup impactor handle no longer locks in place.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the collar component on the shaft has moved from original location allowing movement of the handle. The root cause is attributed to product design and heavy usage. A search of the complaint database found (B)(4) was implemented in may of 2008 to improve durability of this instrument by changing the handle material from radel to aluminum and also adding a weld to the collar component to alleviate shifting of the collar that allowed for further movement of the handle. The date code (B)(4) indicates the instrument was manufactured in september of 2007 and is over 9 years old. Further corrective action is not indicated. Based on the performed investigation, a need for additional corrective action is not indicated. Depuy considers this investigation closed at this time. Should additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.